Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic duodenal switch, while sewing the anastomosis, the suture separated from the needle. The needle was still on the device and they took the needle out and replaced new suture to complete the case. There was no patient injury.